Event description:
The customer tested at 8:15am and rec'd a result of 89mg/dl. The customer took normal medication at 9:15/9:30 and rec'd a result of 95mg/dl. The customer began feeling shaky and took a shower. The customer's family member helped pt out of the shower. The customer was still shaky and unresponsive. Emergency medical tech's were called and the customer was taken to the hosp. They rec'd a result of 32mg/dl within an hour of the customer taking the shower. Glucose was given to the customer and they were hospitalized. A request was made for the return of the suspect device and replacement product was sent.